Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed leaking around the cartridge and the back of the pump. The customer's blood glucose level was not impacted. It was noted that the customer changed the cartridge and resumed insulin delivery.